Event description:
It was reported there was a telemetry failure due to the programmer. The programmer was rebooted, and it functioned normally. It was returned for repair and test/calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event of telemetry issues, so the lem (link electronic module) circuit board was replaced. The programmer powered up with an error message, and error messages were noted in the programmer history log. The keyboard latch was also found to be broken.